Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges acute hypercapnic respiratory failure, acute exacerbation of asthma, acute respiratory acidosis, pneumonia, mild right middle lobe and lingular scar/ atelectasis, acute on chronic copd exacerbation, acute on chronic respiratory failure, sob, dyspnea exertion and acute on chronic chf exacerbation. Medical intervention was not specified. The relationship between the device and the serious injury is currently unclear. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The patient alleges acute hypercapnic respiratory failure, acute exacerbation of asthma, acute respiratory acidosis, pneumonia, mild right middle lobe and lingular scar/ atelectasis, acute on chronic copd exacerbation, acute on chronic respiratory failure, sob, dyspnea exertion and acute on chronic chf exacerbation. Medical intervention was not specified. The relationship between the device and the serious injury is currently unclear. No device has been returned. No further evaluation is possible at this time. A final report is being submitted. If new information becomes available that changes the outcome of the investigation and associated medical device reporting a updated report will be completed.